Manufacturer narrative:
The ge healthcare engineer confirmed that there was no potential for this unit to fall due to the reported problem. Based on this information, the broken wheel did not cause the device to tip or fall and the brakes worked. Therefore, the event would not be reportable.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported the wheels are broken. There was no reported patient involvement/ injury.